Event description:
Event description guidant received information that the patient with this pacemaker reported feeling weak and had a heart rate of 40bpm which was under the expected lower rate limit of 60ppm.